Event description:
A black circle was noticed in the surgical field and was removed by the assisting surgeon. The black piece matched the missing area from a trocar. All pieces are believed to have been removed from the pt. The trocar was removed and replaced. No pt harm.